Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06evy, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was not able to urinate and wondered if it could be due to fracturing her back in (B)(6) 2013 (two spots). It was clarified that the urinary symptoms started 2 weeks ago. The patient had an appointment scheduled for next week. It was noted that the patient had crohn¿s disease and had recent flare ups.